Manufacturer narrative:
Additional information: based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as excessive user-applied mechanical force, off-axis or misaligned insertion, improper engagement between the inserter tip and the screw, or incompatibility between the driver and screw size. Per lb1-0487-en, the following steps are required for proper technique when preparing the screw path and inserting compression ft¿ screws: drill preparation: use the appropriate size profile drill over the guidewire to break the cortical bone layer. Drill to the laser line for flush screw head prominence, or to the hard stop to countersink the screw head by 2 mm. Use the appropriate straight drill bit to ream the entire length of the selected screw path. It is important to drill the entire length to prevent the distraction of distal fragments. Insertion guidance: insert the correctly sized screw using the appropriate driver. If resistance is encountered during insertion or distraction occurs, stop: remove the screw. Redrill the entire length of the screw path with the correct cannulated drill. Reinsert the screw. In dense bone, downsizing screw length may be required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/08/2025, it was reported by a sales representative via (B)(4) that an ar-8737-37 1.5mm hex cmp ft tip broke off into the screw before it was fully advanced and before it could be removed. The end of the screw was cut with a wire driver until it was flush against the bone. This was discovered during a hammertoe correction and the case was completed with no patient harm.